Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying inaccurately high results compared to her feelings or normal results. The medical surveillance specialist was unable to reach the patient for additional information. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported, the alleged issue first occurred on (B)(6) 2013 at approximately 5:30am. The patient reported using insulin pump therapy to manage her diabetes. It is unclear if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2013 at 6:15am, she developed symptoms of "severe hypoglycemia." The patient reported on (B)(6) 2013 she had something more to eat or drink in response to the readings. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measurement at the time of testing. The patient was using an approved sample site to obtain the samples. The patient's test strips were found to be in good condition. Replacement products were sent to the patient. This complaint is being reported because, the patient claims obtaining an inaccurately high reading, developed symptoms suggestive of severe hypoglycemia and required self treatment to prevent further injury.